Event description:
Related manufacturer reference number: 2017865-2022-06527. It was reported that the patient presented to the hospital for a follow-up after pacemaker implant procedure. Upon examination, it was noted that there was under-sensing of atrial signals and failure to sense pacing signals. The physician tested the right atrial (ra) lead and right ventricular (rv) lead during procedure but the tests revealed no lead malfunction. They repositioned the ra lead and rv lead and closed the patient's incision. The patient was referred to another physician, but they failed to find the underlying cause for this event as well. The second physician stated that the event may be due to the pacemaker. The pacemaker was explanted and replaced on (B)(6) 2022. The patient was in stable condition.